Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell and was concerned if one of their leads may have come dislodged as a result of the fall. Since the fall, the patient was symptomatic and was having a "hard time". At the patient's last device check, the physician told the patient that "one of the wires was loose or off". The left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.